Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged, probably due to twiddlers syndrome. The leads were explanted a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.